Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, snapping noise sounded and the subject device became powered off. Then the subject device could not be turned on. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to failure of the electrical circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc concluded that the reported phenomenon was attributed to the failure of the circuit board. The exact cause of the failure of the circuit board could not be conclusively determined. However, it is presumed that the electronic components have been damaged due to the effects of overcurrent and other factors. If additional information becomes available, this report will be supplemented.